Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products: associated mdrs #1225714-2013-02624, 1225714-2013-02625, 1225714-2013-02626.